Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.